Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 18-sep-2025, it was reported that a beta bionics ilet user received an occlusion alert. The user performed the fill-tubing process and reconnected the infusion set, after which insulin delivery resumed without issue. No hospitalization was required and no long-term health effects were reported.